Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that the first proximal stent row is damaged and stent struts lifted and pulled distally. No other issues were noted with balloon or tip. The hypotube was kinked at various locations along its length. No issues were noted with midshaft or polymer extrusion. The crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 12-jun-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and mildly calcified proximal to mid right coronary artery. After pre-dilation was performed with a semi compliant balloon catheter, a 4.00 x 20 mm promus element ¿ drug-eluting stent was advanced but device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.